Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top case, bottom case tab, and right plunger case were broken. No error which related to customer reported problem was found in event log history. A rattling sound was found in device during inspection which was caused by a broken plastic tab on the bottom case in device. The root cause of the reported issue was found to be device mishandling by the customer. The bottom case was replaced to address the issue.

Event description:
It was reported that internal rattling was heard. No patient injury was reported.